Event description:
It was reported that the patient has expired after a implant duration of approximately 3 months, due to unknown reasons.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. Patient also had a patch implanted. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), we received a copy of the 2009 operative report for this patient. A device history record review is in process.